Manufacturer narrative:
Correction: h3 product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that after the pump was started in the operating room, the flow calculated by the pump was far below the expected values provided by the picco (pulse contour cardiac output) catheter. It was also reported that adjusting the hematocrit did not bring the calculated flow of the pump to that of the picco catheter. The controller and pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a motor start event on (B)(6) 2017, at 17:14:15. Controller 2.0 has a feature that records a data point within 40 (+/-5) seconds after a controller power up event. The first data point recorded, at 17:14:37, revealed that the flow was estimated at 4.29 l/min (liters per minute) at a speed of 2900 rpms; the average flow three (3) hours after the implant was 4.06 l/min. The flow measured by the picco catheter was not provided. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that after the pump was started in the operating room, the flow calculated by the pump was far below the expected values provided by the picco catheter. It was also reported that adjusting the hematocrit did not bring the calculated flow of the pump to that of the picco catheter. This issue lasted for about two hours, then the pump flow went up to the expected level; the perfusionist and implanting physician described it as 'negative¿ flow settling. The event caused a procedural delay since the physician was unsure if the pump was functioning appropriately, however there were no serious reported patient consequences associated with the event.